Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 685785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease. Concomitant products included celecoxib (celexa) since 2010, cetirizine hydrochloride and sumatriptan succinate (imitrex df) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neck pain ("neck pain"). The patient was treated with surgery (ablation and left salpingectomy, right salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, abdominal pain and neck pain had resolved, the menorrhagia, vaginal haemorrhage and headache outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, fatigue, headache, menorrhagia, migraine, neck pain, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 685785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic inflammatory disease. Concomitant products included celecoxib (celexa) since 2010, cetirizine hydrochloride and sumatriptan succinate (imitrex df) since 2010. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neck pain ("neck pain"). The patient was treated with surgery (ablation and left salpingectomy, right salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, fatigue, abdominal pain and neck pain had resolved, the menorrhagia, vaginal haemorrhage and headache outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, fatigue, headache, menorrhagia, migraine, neck pain, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion, bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and medical record received. Reporter and patient demographics were added. Laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, migraines, headaches, fatigue, abdominal pain, neck pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.